Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the patient had complained that device implanted around 2015, no longer worked, consultant agreed to re-implant new device. Upon explanting current device it was found that penile shafts upper silicone layer had become severed on both sides. The event resolved.